Event description:
A home patient contacted baxter's technical service center to report the notation of the " bag leaking at the tubing" found during their automated peritoneal dialysis therapy. Baxter's technical service center assisted the home patient in ending therapy early, and advised them to set up with new supplies. The home patient followed instructions and called their nurse. The home patient was put on antibiotics for 4 days as a precaution. Per home patient no injury resulted.